Event description:
Philips received a complaint by the customer on the v60 indicating that a 1124 "battery failed" alarm error message was displayed on the screen. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1124 "battery failed" alarm error message was displayed on the screen. Onsite service is required to install the replacement power management (pm) printed circuit board assembly (pcba) and repair the device. This investigation is ongoing.

Manufacturer narrative:
(B)(6)

Manufacturer narrative:
Per good faith effort (gfe) response received 18aug2025, the authorized service provider (asp) performed troubleshooting and swapped out the defective battery with a known good working battery and confirmed that the device operated as intended. The repair cannot be conducted at this time due to a backorder status of the replacement battery needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted.

Manufacturer narrative:
Per good faith effort (gfe) response received 14dec2025, the replacement battery has been received and installed, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The replacement battery has arrived. Further case information regarding whether the repair and operational status is still pending, and this investigation is still ongoing.